Event description:
It was reported via repair work order that the patient right side rail spindle was broken and the side rail would not latch in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.